Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 588 mg/dl with large ketones and vomiting on (B)(6) 2025. Customer was treated with intravenous fluids of saline and insulin as well as magnesium, potassium, and anti-nausea medication to address the elevated bg. Customer was discharged 2 days later, (B)(6) 2025, with the issue resolved and no permanent damage. System check with tandem technical support confirmed the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer continued to use the pump for insulin therpay.